Manufacturer narrative:
Ref. ID: (B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the table movement does not stop when moved. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4). The easydiagnost eleva drf system is a nearby-controlled fluoroscopy and radiography system which consists of a fluoro stand and of an optional ceiling suspension with wall bucky for general radiography exposures. The stand consists of a table (which has a motorized movement for table-top longitudinal and transverse and tilting) and an x-ray segment which includes the scopomat with the x-ray tube and the image detector. The x-ray segment is sliding on bearings and is counterbalanced. It can be moved manually in transverse and longitudinal direction. All movements can only be released when a software release circuit and a hardware release circuit enable the movement simultaneously. Therefore, all user-movement-buttons are equipped with both a software request switch and a hardware request switch. The hardware request switch can be released either by the buttons that are located on the table side operation panel (tso), located on the side of the table or by the scopo user interface (ui), located at the scopomat. Philips field service engineer investigated on site. He replaced the scopomat ui and verified that the joystick for table top movement and all other system functions are within specification. Unit is working within specified manufacturer parameters. Risk estimation revealed no unacceptable risk. The issue is further monitored and trended. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for reporting.

Manufacturer narrative:
Ref. ID: (B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.